Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported distal type I endoleak could not be determined from the limited films provided. A possible type I endoleak was seen near the distal stent graft. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. Additional films at the time of the event were also not available for review, and images during the intervention which resolved the endoleak were also not provided. It is possible that the endoleak was caused by disease progression. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia device stent graft system was implanted in a patient for the endovascular treatment of a pre-operative rupture of a thoracic aortic aneurysm. It was reported that a CT revealed there was a type ib endoleak. Another valiant stent graft was implanted extending down to the celiac artery. The physician stated that the cause of the event was anatomy related; specifically, disease progression. No additional clinical sequelae were reported and the patient is fine.